Event description:
It was reporter after a failed cross attempt in the iliac artery (off label use), the stent started to deploy unexpectedly. As the stent was being pulled back, the stent completely deployed in the common femoral artery. As this area was also diseased, and a stent was to be placed in this location during the same procedure, the stent was not deployed in an unintended site. No patient injury was reported.